Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer stated that the pump was on auto mode at the time of the incident. The customer was at 129 mg/dl at the time of the call. The customer was given juice and intravenous d50 to treat. The customer experienced symptoms such as feeling mentally cloudy, inability to perform or remember simple tasks. The customer went up to 265 m/dl after being treated. The customer was wearing the insulin pump during the incident. The customer believes the pump suspend feature was not working. The customer had a stuck button alarm. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly or unlocked keypad connector. No button keypad anomalies were noted. It powered up properly after battery installation. The device was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed delivery accuracy test. It was tested with a water fill reservoir, units left on status screen matched properly with units left on test reservoir. The device was received with the suspend before low feature functioning properly.